Event description:
It was reported that a few hours after the implant procedure, the device exhibited "exit block" and was not capturing. A lead dislocation was suspected, however when the patient was taken to the operating room, the lead was working appropriately with the analyzer. A few hours later, exit block occurred again. X-rays and the lead analyzer confirmed the lead was working appropriately. Again, a few hours later, exit block occurred again. The patient was taken to the operating room and the device was explanted and replaced. The new device was functioning appropriately during the device check the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.